Manufacturer narrative:
Analysis revealed pump motor and gear train anomalies related to corrosion and/or wear and/or lubrication, and stall due to shaf t-bearing.

Event description:
The system was explanted due to the elective replacement indicator (eri) and returned with no alleged issue from the field. The patient received morphine 18.9 mg/ml at 0.116 mg/day and bupivacaine 20 mg/ml at 0.123 mg/day in an implantable pump for non-malignant pain and other chronic/intract pain (trunk/limbs). No further information was provided.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.